Manufacturer narrative:
(B)(4). (B)(6). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An external inspection was performed and revealed an unrelated issue. Internal inspection was performed and no problems were revealed. The device failed homechoice return instrument test/evaluation (rite) functional testing due to failing the heater bag temperature test during last fill. The device passed accuracy testing and additional temperature verification testing. The device passed homechoice rite electrical safety analyzer testing. It was determined that the product did not meet specifications for the reported issue. The direct cause of the issue could not be determined. The device was then serviced and repaired. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid temperature delivery verification test. Device failed during evaluation, no patient involved.